Event description:
During testing at the user facility, the device powered off by itself when unplugged from ac power. There were no reports of any adverse patient events or delays in critical therapy. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing at the user facility. During testing, it was noted that the device powered off when unplugged from ac power. This was due to a disconnection between the battery and battery wire. This report represents all the information known by the reporter upon query by hospira personnel.